Event description:
It was reported that the physician was placing the catheter into the pt's left internal jugular and upon removal of the stylet, the hub snapped off. The physician stated it required significant force to remove the stylet. He was able to attach a clamp to the end of the stylet and remove it from the catheter; the catheter remained in place. There was no delay in treatment, no pt death and no pt complications were reported. The procedure was successful. It was noted this occurred during a product trial.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.